Manufacturer narrative:
Initial 5 of 5.e1: (B)(6). Name: medtronic minimedcountry: united states of americaaddress ¿ line 1: 18000 devonshire streetcity: northridgestate: california.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545.

Event description:
It was reported that patient experienced that infusion set detached due to heat and perspiration on (B)(6) 2026.